Event description:
It has been reported to philips that there was damage to the geometry module. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a coronary planned treatment was performed when the issue happened. The procedure was completed by the engineer. A philips field service engineer (fse) inspected the system and confirmed that damaged geometry module. Upon some functional test, fse found due to a defect in the manipulator cover, system control was difficult. User replaced the cover. After the replacement of the cover, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-10/31/2023-006-c, which addresses the causes associated with the reported malfunction.